Manufacturer narrative:
Corrected information, as follows: there was/were 3 case(s) with no sample received for evaluation, a result code of no results available since no evaluation performed and a conclusion code of device not returned. There was/were 10 case(s) with a sample received for evaluation, a result code of operational problem and a conclusion code of operational context caused or contributed to event. There was/were 2 case(s) with a sample received for evaluation, a result code of operational problem and a conclusion code of failure to follow instructions. (B)(4).

Event description:
This report summarizes e2000003 13 reported events for q3 2017. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 1 female, (B)(6), unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 1 female, unknown age, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 1 male, (B)(6), unknown weight patient(s) with reported event(s) of device code break. There was/were 1 male, unknown age, unknown weight patient(s) with reported event(s) of device code break. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code defective item. There was/were 1 female, unknown age, unknown weight patient(s) with reported event(s) of device code defective item. There was/were 1 male, (B)(6), unknown weight patient(s) with reported event(s) of device code dent in material. There was/were 1 female, unknown age, unknown weight patient(s) with reported event(s) of device code use of device issue. There was/were 1 female, unknown age, unknown weight patient(s) with reported event(s) of device code device or device component damaged by another device. There was/were 1 male, (B)(6), unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 2 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code crack. There was/were 1 female, (B)(6), unknown weight patient(s) with reported event(s) of device code defective component. There was/were 1 female, (B)(6), unknown weight patient(s) with reported event(s) of device code detachment of device component.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes e2000003 13 reported events for q3 2017. With a patient code of eye injury there was/were 2 reported event(s) of device code crack. There was/were 2 reported event(s) of device code scratched material. There was/were 1 reported event(s) of device code use of device issue. There was/were 1 reported event(s) of device code dent in material. There was/were 1 reported event(s) of device code device or device component damaged by another device. There was/were 1 reported event(s) of device code detachment of device component. There was/were 2 reported event(s) of device code break. There was/were 2 reported event(s) of device code defective item. There was/were 1 reported event(s) of device code defective component. There was/were 2 reported event(s) of device code failure to advance.